Manufacturer narrative:
H10: based on the available information, the claimed case can be considered an isolated event and it cannot be ruled out that a temporary/intermittent failure occurred, probably an issue with the mixing valves in the cardioplegia bridge and/or heater elements and/or the main board.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported issue. Cardioplegia bridge was replaced for precaution, because if mixing valves, present in this part of the machine, do not operate correctly, could mix cold water with warm water and would not let either side of the machine get up to temperature. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t did not heat to set temperatures on both sides. The issue occurred during maintenance activity. There was no patient involvement.